Event description:
The biomedical engineer from a hospital in (B)(6), reported that the heater head case of an iw934 cosycot infant warmer was cracked. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: the biomed from the hospital reported that the upper heater head was cracked. No further information or photographs were provided by the hospital. Conclusion: without the return of the complaint device or photographs of the reported damage we are unable to determine what may have caused the problem reported by the customer. The reported cracking may have been related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other warmer components.

Event description:
The biomedical engineer from a hospital in (B)(6), reported that the heater head case of an iw934 cosycot infant warmer was cracked. This was found prior to patient use.